Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftriaxone (1g, for seven days, route and frequency were not reported), cefapicole (1g, for four days, route and frequency were not reported) and vancomycin (1g, for 6 days, route and frequency were not reported) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.